Event description:
It was reported that the stent delivery balloon appeared longer than the labeled length. The 80% stenosed target lesion was located in a non-calcified and mildly tortuous left anterior descending (lad) artery. A 3.00x12mm promus element plus drug eluting stent was implanted in the lad. The physician alleged that the balloon where the stent is mounted appeared to be 15mm long which was checked with calipers. Thus, the physician believed that during deployment of the stent the balloon caused injury to the vessel area beyond the stent and would likely cause restenosis. Furthermore, it was also noticed that there was bulging of the balloon beyond the crimped stent. The procedure was completed with this device. No further patient complications were reported and the patient is stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).